Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice or thrice this month during bolus delivery. No significant events leading to the alarm were observed. The customer mentioned during the troubleshooting that she uses the sensor features on the insulin pump. The customer was advised that the motor error alarm maybe caused by viewing the sensor glucose graph while the insulin pump was delivering bolus. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.